Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. The returned device data have been analyzed thoroughly and the clinical observation was confirmed. The analysis of the available iegms revealed intermittent noise in the ventricle as well as in the farfield channel, partially resulting in shock delivery. Besides that, the device data showed no anomalies. The battery status was mos1 and the battery condition was as expected. Based on the available data the root cause of the noise could not be determined, however, a lead damage cannot not be excluded. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approx. 122 months, oversensing with inappropriate therapies was reported. The lead was capped. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 58 months and there was no particular complaint about the device performance.